Event description:
It was reported that issues were encountered with three surgical fibers during a prostate procedure. The first fiber used was observed to become loose at the tip after 15 minutes and 147,636 joules of use. The second fiber was observed to exhibit diminished tissue vaporization / low energy after 16 minutes and 164,357 joules of use. The third fiber expired after 45 minutes and 448,229 joules of use. The procedure was completed using a fourth surgical fiber. There was no patient injury reported. This report is for the third surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-417a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits moderate contamination at the open end, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.